Event description:
A korean distributor has indicated that dislocations have occurred and revision cases were done. Requests from plus orthopedics ag for details of reported condition, x-rays and explants were unsuccessful in obtaining additional information, and no complaints have been submitted. Limited information available is insufficient to arrive at any conclusions.

Manufacturer narrative:
"Retrospective one-time summary report." This report covers a total of 3 serious injury MDR's. Attached is a spreadsheet summarizing individual event data for 2 reports additional to the one summarized on this FDA 3500a form. The reason the foreign-source MDR reportable events (being submitted under exemption) are being filed late is due to a misunderstanding by the manufacturer, plus orthopedics ag, of the MDR requirements applicable to foreign manufacturers. At the time of these events plus orthopedics ag erroneously believed that foreign events were reportable only if the event involved a device from the "same lot" as devices that were distributed in the united states. This the MDR's that are the subject of this retrospective one-time summary report were not appropriately evaluated for MDR reportability, and not reported to FDA. Appropriate corrective actions have been implemented. See scanned pages.